Event description:
It was reported that "PICC inserted first time on (B)(6) january, PICC confirmed by radiology post insertion to be patent. Pt sent to (B)(6). Radiology contacted by ward staff on (B)(6) 2013 as the PICC was leaking at the insertion site. Radiology went to the ward to check what was happening; on pulling a centimeter out the nurse noticed a clear hole in the PICC. Decision was made to remove the PICC and insert a new one. New PICC was inserted at 1:30 pm".

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rewg1481 showed one other similar product complaint(s) from this lot number. ((B)(4)).